Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the cables and sensors. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact. Submission was delayed due to masimo identifying unauthorized activity on the company¿s on-premises network. Upon detection, masimo activated its incident response protocol and incident containment measures including proactively isolating impacted systems, which resulted an inability to access our electronic complaint files preventing us from submitting mdrs on time.

Event description:
The customer reported the cables and sensors "dropped out." There was no patient impact or consequence reported.

Event description:
The customer reported the cables and sensors "dropped out." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the customers returned 13 sensors and 12 cables for evaluation. For 5 of the 13 sensors, an open in the cable on the detector circuit was observed at the bend relief area of the rd15 connector. An error message was triggered on the lab monitor during functionality testing. For 1 of the 13 sensors, a cut on the outer jacket along the length of the cable was observed. The sensors was able to obtain spo2 and pulse rate measurements during functionality testing. No product performance issues related to measurement were observed. The remaining 7 sensors passed visual inspection and functionality testing. The sensors were determined to be functioning as designed. For 2 of the12 cables, a cut on the outer jacket along the length of the cable was observed. The cables were able to obtain spo2 and pulse rate measurements during functionality testing. No product performance issues related to measurement were observed. For 1 of the 12 cables, a loose outer jacket at the rd15 connector was observed. The cable was able to obtain spo2 and pulse rate measurements during functionality testing. No product performance issues related to measurement were observed. The remaining 9 cables passed visual inspection and functionality testing. The cables were determined to be functioning as designed. E1: initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6).